Manufacturer narrative:
(B)(4).

Event description:
The international customer reported oxygen was connected and when the ventilator was started the device alarmed due to high oxygen supply pressure and oxygen not available. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2015. Date received by manufacturer: 07/20/2016. The data acquisition was tested and no failures were identified. This report is being submitted as part of the remediation for (B)(4).